Manufacturer narrative:
This lead was partially surgically abandoned; therefore the company will be unable to perform analysis on this lead at this time. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
New information was obtained that this rv lead was revised. At the revision procedure, the pace sense portion of the lead was tested and found to have greater than 2000 ohms impedances. A tug test was performed and was found to be tight. The pace sense portion of the lead was plugged back into the device and the impedances were 425 ohms. Since the lead had been acting up in the past the physician elected to implant a new rv lead and the pace sense portion of the chronic rv lead was surgically abandoned.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead is exhibiting high pacing impedances of greater than 2000 ohms, as well as five times the normal thresholds and no r-waves are present. The physician is aware of this issue, and will monitor the patient for now, and think about a possible lead revision in the future. To date, no adverse patient effects have been reported.